Event description:
Per independent repair center, the unit would not start. The key failure was compressor seized up. Additional malfunction for this device was the power switch on the controls having a short circuit.